Event description:
Earlier versions of stand base were not designed with countersink for the bolt which secures the caster to the base. As a result, the base rests on the caster bolt, rather than on the larger flat surface of the caster hex nut. The caster may not mount into the base firmly and the caster may be more likely to loosen from the base. This may over time, cause the stand to become unbalanced. If this goes unnoticed by the user, the caster may eventually work loose completely, causing the stand to tilt.